Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned ICD data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned follow-up data from (B)(6) 2018 have been analyzed. The available iegms documented the presence of noise in the right ventricular and far-field channel. Based on the morphology of the noise signals, it is reasonable to assume that a damage of the lead led to the clinical observation. There is no indication of an ICD malfunction. In conclusion, the ICD and the lead were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. The analysis of the returned data revealed no indication of an ICD malfunction. However, the integrity of the lead cannot be assured.

Event description:
Ous MDR - it was reported that approx. 47 months after the implantation oversensing was noted on this lead via home monitoring. The patient was admitted to the hospital for investigation.